Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: concomitant medical products: desc: ms-30â®, stem, standard, cemented, 8, taper 12/14; item: 30.00.49-080; lot: unk. Desc: cup insert fitek 32/54; item: 61.17.32-54; lot: unk. Desc: 28 + 0 (medium) ceramic head; item: unk; lot: unk. Desc: unknown cement; item: unk; lot: unk. Desc: ms-30®, distal centralizer, cemented, 8/10; item: 01.00358.010; lot: unk. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 29 years and 8 months post-implantation due to cup loosening and femoral stem instability with an associated femoral mid shaft fracture. Attempts have been made and no further information has been provided.